Event description:
It was reported that the coil prematurely detached inside the patient's body and was snared to remove. A 15mmx40cm interlock-35 coil was selected for use on the abdominal aorta. During the procedure, it was noted that the coil prematurely detached inside the patient's body and a snare was used to remove the coil. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the physician used a non-boston scientific catheter to deliver the coil. The coil was detached when delivered to the tumor. The physician withdrew the coil and released again. After several times, the coil could not be pushed. The physician found the coil was detached when withdrawing the catheter.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the main coil and introducer sheath was returned for this complaint. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected, and no anomalies were noted. A significant quantity of blood was observed inside. The coil returned was found severely stretched and kinked; some blood residues were found in the fiber bundles. No more damages were found on the devices. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the coil prematurely detached inside the patient's body and was snared to remove. A 15mmx40cm interlock-35 coil was selected for use on the abdominal aorta. During the procedure, it was noted that the coil prematurely detached inside the patient's body and a snare was used to remove the coil. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.